Manufacturer narrative:
(B)(4). It has been identified that (B)(4) is duplicate of (B)(4). Cmp (B)(4) will be made not a complaint. Further information will be reported under reference (B)(4) by medwatch facility UK biomet UK - (B)(4).

Event description:
It was reported that a patient underwent an initial right hip arthroplasty on february 15, 2017. Subsequently, a revision procedure due loosening was performed on (B)(6) 2018.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown head. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately one year post implantation due to implant loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision surgery due to loosening was performed.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility UK biomet UK(B)(4).